Manufacturer narrative:
(B)(4). A sample is not available for evaluation. Photo evaluation confirmed a ruptured bladder.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that an infusor had a ruptured bladder that occurred during infusion to a patient. The event occurred that 15 minutes after the infusion started, the bladder ruptured. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.